Event description:
It was reported that there was a malfunction of the ventilator's backup battery. Patient involvement information was not provided by the customer. Repair was completed at a non-medtronic location and the product is not in medtronic control. It was determined that the battery needs to be replaced. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.